Manufacturer narrative:
(B)(4).

Event description:
It was reported that the anchor fractured during insertion. A backup device was available to complete the procedure with a short delay. No patient impact was reported.

Manufacturer narrative:
Device investigation narrative - one 72202403 bioraptor knotless suture anchor was returned. The device was used for a glenoid labrum repair procedure. The anchor is shattered from force applied. One strand of suture was returned. The torque limiter functions as intended. Audible click is present. The inner shaft does not spin concentrically any longer. The conditions found are consistent with off axis insertion. The IFU cautions: ¿ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site. Caution: ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site.¿ general procedural data was provided. Proceeding per IFU recommended surgical prep steps and recommended method is essential to follow for optimum success. No root cause associated with the manufacture of these devices could be found. (B)(4).